Event description:
It was reported that, "upon placing trial onto handle, trial would not seat properly onto handle. It was then noticed that the threads on the trial were stripped."

Manufacturer narrative:
Evaluation summary: visual inspection indicated that the device was returned in used condition. Gross visual discrepancies indicated frequent use of the device. Inspection of the inner threads indicated that the threads were stripped out.